Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with 300cc mentor memorygel breast implants experienced bilateral discomfort post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left sided device. See 1645337-2020-00868 for contralateral prosthesis report.

Manufacturer narrative:
On 2/14/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Initial reporter's last name is adels and implantation date (B)(6) 2011 was erroneously omitted in follow up report. Correct report submission due date is 3/13/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 2/12/2020, patient experienced right sided rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2020. In addition, mentor received additional information confirming that the left side device was intact and the patient suffered no consequences or impact as a result. Patient's age is 41. Patient''s race is caucasian. Patient's last name initial is (B)(6). Patient's date of birth is (B)(6) 1979 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 8/26/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 9/24/2020. Device evaluation summary: according to the information received, the patient underwent an implant removal procedure. During the visual inspection, the device was found to be ruptured. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
With the info we have available based on analysis results, we have to conclude that this is the patient's right-sided device because this was the one that was returned ruptured. It was reported that a female patient who underwent breast augmentation surgery with two 300cc mentor memorygel breast implants experienced right sided breast pain and rupture post procedure. As a result, patient . The left sided device is the patient's concomitant device. No adverse event or patient consequence was reported for the left sided device. Reason for device explant and/or reoperation: breast pain, rupture h6 patient code 3191: medical device removal the updated investigation of the returned device was completed by the failure analysis lab on 9/24/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant with breast pain. During the visual inspection, the device was found to be ruptured, it was received in three parts. Additionally, an anomaly was observed on the edges of the rupture, consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).